Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Revision due to pain. Found worn patella, minimal bearing wear of rotating platform, fractured femoral component not visible on x-ray, but identified intra-operatively.